Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of roller clamp not stopping flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2202-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module infusion set was leaking the following information was received by the initial reporter with the following verbatim. Rcc received a complaint via email. Email(s) attached. Caller describing using of infusion set 2202-0007. Caller states this set was used in the nicu for the administration of tpn. Caller states the roller clamp was rolled down as far as possible after priming the set with solution. Caller states the solution came out of the primed tubing set even with the roller clamp secured. Caller states the pinch clamp had to be used to keep anymore solution from leaking out of the tubing set. Caller states this happened with three tubing sets. Is this how the tubing set is supposed to function?

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.